Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display was solid white. The customer also reported that they had a low blood glucose of 23 mg/dl. They treated with a glucagon shot. They declined troubleshooting for the low blood glucose. Troubleshooting was performed for the display anomaly. The device was not dropped. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump powered up properly after battery installation. No missing segments or partial display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, 3 days and no missing segments or display anomaly noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.